Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl. The customer was assisted with troubleshooting. Customer reported that she received no delivery alarm. Customer confirmed that drive support cap was intact. The customer did not corrected high blood glucose. Customer confirmed that she contacted her health care professional and he advised her to correct using insulin pen. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.